Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in the packaging of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between september 30, 2018 - october 01, 2018. The device was received for evaluation. A visual inspection was performed which observed a white floating particulate matter (pm) approximately 0.10 inches in length inside the fluid pathway. Under stereomicroscopic examination a single neutrally buoyant, clear, elongated polymeric particle with a taper at one end which was 2.2 mm in length was observed in the solution. The reported problem was verified. The cause of the particulate matter was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.